Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They explained that what they meant by "incision washout" was believed to be due to lack of wound care while at the doctor's office. They noted that one of the nurses didn't know anything even though they cared for the patient for 10 days. The trouble recharging the device was because the patient didn't have their recharging equipment for 7 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the incision wash out was the incision over the lead site and the incision where a previous competitive ins was removed. The reason was a suspected infection, but the cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported over the phone yesterday (B)(6) 2020), that they underwent an ins pocket washout procedure sometime recently after their initial implant of the ins. The patient did not recall the exact date of the procedure, but would follow-up for more information. The patient stated that they stayed in a rehab facility after the procedure and stated that they had only used the stimulator a handful of times. They stated that yesterday (B)(6) 2020) that they were having trouble recharging the device and set up an appointment to meet with a field representative at the doctor¿s office on (B)(6) 2020 to troubleshoot the recharging system. There were no known contributing factors at this time. The patient has a meeting scheduled for (B)(6) 2020, to evaluate the system and troubleshoot if needed. It is unknown if the issue is resolved additional information was received from the manufacturer representative (rep) reporting that they met with the patient at the healthcare provider (hcp) office today (B)(6) 2020. The patient stated that their incision washout took place on (B)(6) 2020. They stated that then they went to a rehab facility and did not have their stimulation equipment to use and/or recharge. At the appointment today they were able to complete a passive recharge and normal recharge mode resumed. The patient wanted to go home to finish charging. The rep went over recharge education and advised the patient to contact the rep if they needed anything. The issue was resolved at this time. No further complications were reported/anticipated.